Event description:
It was reported the patient's replacement surgery occurred on (B)(6) 2015. The explanted generator is expected to be returned for analysis; however, the device has not been received by the manufacturer to date.

Manufacturer narrative:
.

Event description:
It was reported through clinic notes that the patient is having multiple drop seizures per day and myoclonic seizures at the onset of sleep. It was noted by the mother this was an increase in seizures. The generator was found to have the intensified follow-up indicator set (ifi) to and ifi = yes condition. Impedance was checked and noted to be within normal limits.

Event description:
Product analysis on the explanted vns generator was completed. During analysis, the device output signal was monitored for more than 24-hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the vns generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The ifi = yes (intensified follow-up indicator) condition was duplicated in the lab. There were no performance or any other type of adverse conditions found with the vns generator. No additional relevant information has been received to date.